Event description:
The lay user/patient contacted lfs on april 19, 2010, alleging inaccurate readings on her one touch ultra link meter compared to another lfs meter. The pt mentioned prior to testing, she developed symptoms of numbness in the mouth, shaky and sweaty. Approximately 20 minutes later, the pt tested on her one touch ultra link meter and obtained a 116 mg/dl and less than 30 minutes later, the pt tested on a one touch ultra mini meter and obtained a 64 mg/dl. The pt did not seek any medical attention or contact her physician for assistance. The technique of applying blood on the test strip was correct. The test strip vial was not cracked or broken and the test strips was not expired. Products were replaced. At this time, there is no evidence that the meter caused or contributed to an adverse event since the pt exhibited symptoms prior to testing. The pt denied seeking any medical attention or contacting her physician for assistance. The complaint is being reported since the difference between the two readings of 116 and 64 mg/dl was greater than 30 mg/dl or 30%.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.